Event description:
On 7/11/1998 the account reported a bhcg result of 150 mlu/ml on a sample which was run on the night shift. Error message 3065, liquid not found rgt 2, was observed by the technician on the night shift. A second sample was drawn the following day and a result of 700 mlu/ml was obtained. The first sample was then retested and a result of 700 mlu/ml was generated. The pt has since been taking methotrexate. Further info has been requested from the account but has not been rec'd. No report of injury.